Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 in order to treat stress urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent transvaginal removal of eroded urethral mesh, repair of urethral injury and cystoscopy due to eroded urethral mesh on (B)(6) 2011. It was reported that the patient underwent autologous pubovaginal fascial sling, repair of urethra and cystoscopy due to sui on (B)(6) 2011. It was reported that the patient underwent flexible cystoscopy, complex cystometrogram and noninvasive uroflow due to sui (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection.